Event description:
Emt's were called to a 40 yr old male who had collapsed. The pt was diagnosed as puseless and apneic. The device was attached and three automatic ECG analyses were performed. Upon completion of each analysis, the device advised a shock and the operator pushed the shock button. The unit allegedly failed to deliver energy on each of the three discharges. This opinion was based on the lack of expected pt muscular reaction. The pt was subsequently transported to the hospital with CPR administered en route. The pt regained a pulse and blood pressure in the emergency room but remains on a respirator as of the time this event was reported.